Event description:
It was reported a patient with a breast tumor was intubated on (B)(6) 2024, and during regular routine maintenance on (B)(6) 2024, a catheter leak developed, and a careful inspection of the catheter by the clinical instructor revealed that the catheter was broken at nearly 0 scale outside the body. The client was concerned about problems with the catheter in subsequent use and had it removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the molded joint and 0 cm depth marker on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a patient with a breast tumor was intubated on (B)(6) 2024, and during regular routine maintenance on (B)(6), a catheter leak developed, and a careful inspection of the catheter by the clinical instructor revealed that the catheter was broken at nearly 0 scale outside the body. The client was concerned about problems with the catheter in subsequent use and had it removed. No other information was provided.